Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, hematuria, dysuria, urinary frequency (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation due to stress urinary incontinence and grade 3 cystocele. Following implantation the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent an anterior/posterior colporrhaphy on 5/17/2000. It was reported that patient underwent mesh revision in 2006 or 2007. No additional information was provided. (B)(4) ¿ urinary/bowel problems; undefined recurrence; dyspareunia; neuromuscular problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.